Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act buttons dome switch. Inspected the lcd connector and no unlocked connector noted. The insulin pump had normal operating currents. The insulin pump passed displacement, rewind and basic occlusion tests. No unexpected off no power alarm or rewind anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call rewind anomaly and off no power alarm. Customer's blood glucose was 185 mg/dl. Troubleshooting for off no power was performed. Customer advised they are unable to change out the reservoir and the insulin pump will not rewind properly. Customer advised they received the off no power alarm during the rewind process, they replaced the battery, the power returned and the rewind process was able to be completed. Customer advised this was the 2nd occurrence of the off no power anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.